Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturer, design, or labeling. The 2.5 x 28 mm xience v stent is being reported under a separate medwatch report number.

Event description:
Device issue: none. Adverse event: in-stent restenosis, onset of adverse event: 7 months after the procedure. It was reported via trial that approximately 16 months post a distal circumflex(cx) stenting procedure (placed (B) (6) 2008) and approximately 7 months post a mid cx stenting procedure (placed (B) (6) 2009) with xience stents, the pt experienced recurrent angina with shortness of breath. On 5/13/10, the pt was rehospitalized for a diagnostic coronary angiogram and was found to have approximately 70% in-stent restenosis of the distal cx stent and 100% in-stent thrombosis of the mid cx stent. Balloon angioplasty with a cutting balloon was performed in the distal cx stent, reducting the stenosis to 30% and a cutting balloon with placement of a xience stent was the treatment for mid cx. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home.